Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the returned battery cap was unable to tightly secure to the pump. The battery cap height and width measurements were within specifications. There were cracks observed in the thread area of the battery compartment. There was evidence of moisture contamination found inside the battery compartment. The battery compartment was found to be leaking at the battery compartment crack during a leak test. Due to moisture contamination found in the pump, the pump was found to be unresponsive and the remaining steps were unable to be completed. There were no audible tones, no vibration and the display was blank. The pump case was removed and there was evidence of additional moisture contamination found inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.